Event description:
It was reported that the patient presented to the hospital after receiving shocks. Review of the electrograms revealed noise. Lead fracture suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found insulation abrasion at 37.8cm-37.9cm from the distal end, exposing the rv cables. The abrasion is consistent with that produced by friction with the ICD can. An inside out insulation abrasion was noted at 7.4cm-10.3cm from the distal end, exposing the re cables. The distal coil lumen was also abraded at this location exposing the distal coil. Inside out abrasions were found underneath the rv and svc shock coils at 21.5cm-22.7cm and at 5.7cm-6.5cm, respectively, exposing the svc cables and the rv and re cables with the re cable coating abraded from the distal end.